Event description:
Customer reported the display on the insulin pump had scratches. Customer does not recall blood glucose level. Customer stated it was hard to see the number on the display. Customer wears the device in her bra and might have caused the damage. Customer stated the device was functioning correctly the scratches are just obstructing her view. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.